Event description:
The customer reported that the 840 ventilator had an unresponsive touch screen. The ventilator was not in use on a patient at the time the malfunction occured.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) touch frame, printed circuit board (pcb). The cse performed the extended self-test (est), short self-test (sst) and all the calibrations. The device operated within the manufacturing specifications.